Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the hot jaw boot had cracks in the silicon coating and the tri-heater assembly on the hot jaw was burned. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference cable and power supply, showed that no electrical non-conformities were found on the hemopro device after several device activations. The device met electrical product specifications. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was plugged in and immediately self actuated and the jaws began glowing red even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.